Event description:
Patient presented back to the physician with a cyst at the chest incision site. Physician brought the patient into the operating room, removed the cyst, and closed the incision.

Event description:
Patient presented to the physician with an infection at chest incision site. Physician prescribed antibiotics.